Event description:
Implant system, pars achillies mid-substance speedbridge with jumpstart dressing (ref #: ar-9929bc-cp, lot #: 15222863, exp date: 2028-01-31) during use the 3.9mm drill bit shattered intra-bone and had to be pieced out using radiology.